Event description:
It was reported that the catheter "cracked at the hub bifurcation."

Manufacturer narrative:
Received one 15f x 28cm dynamic flow catheter. There is a small hole in the venous lumen at the lumen to hub junction. Requests for additional info (incident date, insertion date, removal date, lot number, pt status, site care agent used) were not successful. A review of the manufacturing records was not possible as no lot number was provided. Dimensionally the device was found to be within the product specifications. We are unable to determine the cause or factors which contributed to this event.